Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision on an unknown day for an unknown reason. No further information has been made available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. X-ray review noted no signs of loosening, no definite dislocation, and no fracture. There is abnormal positioning of the acetabular cup with a greater than 90° inclination angle. Overall size of the implants is appropriate. Bone quality is adequate. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient is being considered for a revision on an unknown day for an unknown reason, however, it was also reported that the patient was experiencing pain. No further information has been made available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2018-02419.